Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2020 for high blood glucose and customer was almost in coma. The blood glucose at the time of the incident was over 600 mg/dl. The customer was discharged on (B)(6) 2020. The customer was treated high blood glucose with intravenous insulin drip. The customer also stated that, the insulin pump was not working. The insulin pump will not be returned for analysis.